Manufacturer narrative:
Phone # not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is failing the therapy test. There was no reported patient involvement.